Manufacturer narrative:
(B)(4). Insulin pump was unable to perform the displacement test due to blank display. During visual inspection, the cracked case behind the pump at the battery compartment, broken case near the end cap on the battery compartment side and cracked battery tube threads shifted the battery tube out of position not allowing proper contact between the battery cap contact and battery tube. By using a test case, the pump was able to power up and continued testing. The pump passed the self-test, sleep current measurement and active current measurement. No blank display noted during the testing. In conclusion, the pump was blank display due to the shifted battery tube assembly. The test p-cap locks properly in place in the reservoir compartment noted. No damage on the retainer during visual inspection. Pump received with missing display window cover, pillowing keypad overlay and stained serial number label.

Event description:
Information received by medtronic indicated that insulin pump stopped working. The customer reported crack at back side of insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.